Event description:
It was reported in an abstract that total of 11 patients (12 vertebrae) underwent balloon kyphoplasty procedures (bkp) over a 15 month period to treat pseudoarthrosis following osteoporotic vertebral fractures. Patients were followed for a minimum of 6 months after the procedure. One male patient and 10 female patients were included and the mean age was 77.3 years (59 to 90 years). The mean duration of hospital stay after the surgery was 31 days, and the mean period of postoperative follow-up was 9.9 months. Mean duration of the procedure was 62.7 minutes. It was reported that one case of "cement leakage" was observed. No patient complications were reported. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: shinji tanishima, satoru fukata, hiroyuki ishii, yasuo morio. "Experience of balloon kyphoplasty (bkp) for pseudarthrosis after osteoporotic vertebral fracture." Mean age 77.3 years (59 to 90 years). One male; 10 female patients. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.